Event description:
It was reported that during a gastrectomy when stapling, the ntlc75 locks the trigger and does not make any movement.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the convert to open going from ¿laparoscopic¿ to ¿open¿ or going from ¿stapled¿ to ¿hand sewn?¿

Manufacturer narrative:
(B)(4). Date sent: 06/02/2022 additional information was requested, and the following was obtained: was the convert to open going from ¿laparoscopic¿ to ¿open¿ or going from ¿stapled¿ to ¿hand sewn?¿ switch from mechanical suture to conventional needle suture h11: corrected data = b1, h1 h1: MDR decision: not reportable upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Please see information captured in h10.